Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine with concentration 19 mg/ml at a dose rate of 12.741 mg/day, compounded baclofen with concentration 100 mcg/ml at a dose rate of 67.06 mcg/day, and dilaudid with concentration 2 mg/ml at a dose rate of 1.3412 mg/day via an implantable pump for spinal pain. It was reported that the catheter was confirmed as having disconnected from the patient's pump. The issue was diagnosed via imaging (MRI, CT scan). The date of event was unknown. The patient was in a hospice and they plan to program the pump to a minimum rate mode. They were still considering the pump off mode as well. The pump off password calculation was provided. The pump off authorization form was completed by the pump managing physician. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.